Event description:
Dr was performing a tubal ligation; after he cauterized the fallopian tube, and was about to remove instrument, he could not open jaws and thus was unable to detach instrument from cauterized tube. After trying for awhile, he went ahead and created a 3rd entry site and introduced another instrument to cut the cauterized tube and was able to remove instrument; procedure was completed with no adverse effect on pt. There was about 15 minutes added to the procedure. Pt condition post-op was stable.